Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. The investigation showed that the system was driven by the operator into an external ceiling-mounted swivel arm of a surgical lamp which extended into the operating range. This resulted in a collision and severe damage to the system. The system was successfully repaired at customer site by factory technicians. The customer was advised to ensure that no external objects are in the system¿s operating range when moving the system. This is also described in the system user manual under "safety". The investigation did not indicate any system malfunction, the system worked as specified. External movable objects, such as a surgical lamp, could not be included in the collision calculation of the system. The complaint was closed.

Manufacturer narrative:
E1: the reporting facility contact name was not provided for reporting. H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause of the collison is under investigation. No system malfunction has been determined at this time. It is in the responsibility of the user to take care that no objects are in the collision range of the system. There is a corresponding note in the operator manual. A supplemental report will be submitted to the FDA if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers became aware of an event associated with the uroskop omnia max system. During an intervention the system was driven into the swivel arm of an external object mounted to the ceiling, presumably an operating room light. The tube assembly mount was bent due to the collision. No falling parts were mentioned. No injury to the patient or staff were communicated. In a worst-case scenario, serious injury could result from falling parts due to a collision of the system with external objects.